Event description:
A malfunction of pump sn: (B)(6) was reported, identified by malf 25, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support organized the replacement of the pump, requested that the faulty pump be returned within ten days to avoid charges, and instructed the customer to use multiple daily injections as backup therapy. They were provided with instructions for returning the pump and programming settings into the replacement.